Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo 25t performed on or before (B)(6) 2022. This MFR. Report is one (1) of four (4) and lot number 208365. The quantity of false results per lot number was not provided. Confirmation testing via pcr performed at a third-party lab (platform: unknown) generated negative results. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
The date provided is an estimate as the exact date of occurrence was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.

Manufacturer narrative:
The date provided in b3 is an estimate as the exact date of occurrence was not provided. Further information was received from the customer, it was determined that those receiving a false positive result were either male or a non-pregnant female patient. As such, the risk of a serious adverse event is low and not likely to cause a death or serious injury. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use; device discarded.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo 25t performed on or before (B)(6) 2022. This MFR. Report is one (1) of four (4) and lot number 208365. The quantity of false results per lot number was not provided. The customer stated a blood sample was tested from a fingerstick. Confirmation testing via pcr performed at a third-party lab (platform: unknown) on an intravenous blood sample generated negative results. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
The lot number initially provided was the internal lot number. It has been updated to the external lot number. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211045 with positive quality control samples and internal negative quality control samples. All test results performed within device specifications. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot: 211045, device part number 10732998 / lot: 208365. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211045 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv 1/2 ag/ab combo 25t performed on or before (B)(6) 2022. This MFR. Report is one (1) of four (4) and lot number 211045. The quantity of false results per lot number was not provided. The customer stated a blood sample was tested from a fingerstick. Confirmation testing via pcr performed at a third-party lab (platform: unknown) on an intravenous blood sample generated negative results. Although requested, no additional information, including patient treatment and outcome, was provided.